Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse contacted the distributor on (B)(6) 2014 to report that the patient had open wounds/sores on her back. The patient's wounds reported to be two open bleeding sores, one the size of a half dollar and the other dollar size under the back therapy electrode pads. Bandages were applied to the wounds. It was reported that the patient had not been seen by wound care so the patient had not been given any medications for the wounds. There was no alleged device malfunction. During a follow-up on 2/20/2014, the patient's nurse reported that the wounds improved and were no longer bleeding/weeping. She reported that the patient was not wearing the lifevest and that the doctor had been addressing the patients wound by keeping them bandaged/covered, but had not prescribed any medication. The final medical outcome of the irritation is unknown.